Manufacturer narrative:
A4: unk, a5: unk, a6: unk, b3: unk, d6b: unk h6: work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+1.5/051 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. This was the replacement lens for MFR. Report #: (B)(4). But the problem was not resolved, the lens still had a low vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.